Event description:
A nurse reported a peritoneal dialysis (pd) patient was in the hospital with suspected peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse. The patient was showing signs of a urinary tract infection (uti) which included babbling. The patient is reportedly prone to utis. The patient¿s son contacted the on-call pdrn on (B)(6) 2025. The son called an ambulance, and the patient was transported to the hospital. The patient was admitted to the hospital and diagnosed with a uti. The uti was not related to dialysis or any fresenius products. Additionally, the patient could not eat, had a lack of energy, and difficulty swallowing. This was related to a diagnosis from a week prior (date unknown) when the patient had been diagnosed with a significant hiatal hernia. The cause of the hernia is unknown. While at the hospital, the patient was additionally diagnosed with peritonitis. No information pertaining to the peritonitis event was available. The patient was administered antibiotic therapy (drug, route, dose, frequency, and duration unknown). It is unknown if the peritonitis was developed in the hospital or prior to admission. No culture results were available. The date of diagnosis was unknown. The patient was then diagnosed with a thoracic aortic dissection. The patient was not a candidate for surgery due to their health status. The patient stopped dialysis and all medical interventions and was placed in hospice on (B)(6) 2025. The patient is currently on comfort measures only and remains in the hospital on hospice.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed signs of physical damage: damaged lower catch post.there were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.a (as-received with reduced dwell) simulated treatment was performed and completed.valve actuation test ¿ passed.system air leak test ¿ passed.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A nurse reported a peritoneal dialysis (pd) patient was in the hospital with suspected peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse. The patient was showing signs of a urinary tract infection (uti) which included babbling. The patient is reportedly prone to utis. The patient¿s son contacted the on-call pdrn on (B)(6) 2025. The son called an ambulance, and the patient was transported to the hospital. The patient was admitted to the hospital and diagnosed with a uti. The uti was not related to dialysis or any fresenius products. Additionally, the patient could not eat, had a lack of energy, and difficulty swallowing. This was related to a diagnosis from a week prior (date unknown) when the patient had been diagnosed with a significant hiatal hernia. The cause of the hernia is unknown. While at the hospital, the patient was additionally diagnosed with peritonitis. No information pertaining to the peritonitis event was available. The patient was administered antibiotic therapy (drug, route, dose, frequency, and duration unknown). It is unknown if the peritonitis was developed in the hospital or prior to admission. No culture results were available. The date of diagnosis was unknown. The patient was then diagnosed with a thoracic aortic dissection. The patient was not a candidate for surgery due to their health status. The patient stopped dialysis and all medical interventions and was placed in hospice on (B)(6) 2025. The patient is currently on comfort measures only and remains in the hospital on hospice.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation to show a causal relationship between the use of the liberty select cycler with liberty cycler set and the peritonitis event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Hiatal hernias are more common in the older population and are characterized by the abnormal protrusion of the upper part of the stomach or other internal organs through the diaphragm's hiatus. Muscle weakness due to age-related loss of flexibility and elasticity is believed to be a predisposing factor to the development of a hiatal hernia. This can cause difficulty swallowing and heartburn. The patient¿s thoracic aortic dissection is not related to pd therapy. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. Additionally, there is no indication that the hiatal hernia is related to the use of the cycler or cycler set. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.